Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up noise was observed on the right ventricular channel. The noise was reproduced with deep breathing. Myopotential oversensing was suspected. Programming changes were made and the issue was resolved. Patient condition was good.